Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and other chronic/intractable pain of the trunk/limbs. It was reported that the patient had heard a two-toned critical alarm from the pump about 4-5 times per day for almost 3 weeks relative to (B)(6) 2018. The patient had a return of pain that was unbearable. The patient stated they didn't think there was any medication left. It was noted the patient's pump care had been dropped due to insurance, and they didn't have a health care provider (hcp). They had been getting refilled every 90 days with a hydromorphone/"dilaudid ix solution." No further complications were reported.